Event description:
It was reported that the day prior to the report the patient realized the batteries had gone dead in her programmer because ¿the symptoms came back fast and furious.¿ she had gone to do exercise and was tired from that, and when that happened she changed the batteries in the programmer. It said ¿on, ok;¿ however the patient stated that she was not feeling it and she was feeling tingling in her hands ¿and stuff¿ every time she checked it; it did not seem to be working. She had not had any falls or trauma. However, the patient mentioned that she had her teeth cleaned the day prior to the report, but they knew about her implant and not to use anything that would interfere with it. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID 3387s-40, lot# va07hh8, implanted: (B)(6) 2013, product type: lead; product ID 3387s-40, lot# va07hh8, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a few incidents of short lived experiences of tremors, slowness, and dystonia every time they changed the patient programmer batteries and checked the implantable neurostimulators (ins). The patient stated the issue was always resolved. The healthcare professional (hcp) explained to the patient that if the ins was off there could be shortlived loss of efficacy until the ins is turned back on. At the time of this report, everything was okay and the patient had no complaints. The deep brain stimulation was working very well.